Event description:
Information was received indicating that this syringe infusion pump exhibited a motor drive phase b error. No adverse patient effects were reported as it was discovered prior to use with a patient.

Manufacturer narrative:
One used pump was returned for investigation. A visual inspection found the device to have cracked top and bottom cases, and a cracked right plunger case. A "pump motor drive phase b post" alarm was present in the event history log. Simulated use testing revealed the battery to be defective, causing the alarm. A root cause for the defective battery could not be determined.